Manufacturer narrative:
The insulin pump was received with a button error alarm and intermittent down arrow button response due to corroded keypad traces. The pump was received with normal operating currents. The pump was monitored and no battery out limit alarms occurred during testing. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube, and a cracked reservoir tube window.

Event description:
The customer's husband reported via phone call that his wife's insulin pump alarmed with a battery out limit due to leaving the battery out too long, and then the pump alarmed with a button error after the new battery was inserted. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.